Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty system board. The system board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.